Event description:
Baxter (B)(4) received a report from the customer stating that the device had a broken wheel. The baxter field service representative went onsite to repair the device.

Manufacturer narrative:
(B)(4). The actual device was evaluated and the reported condition of broken wheel was confirmed. The root cause of the reported condition could not be determined. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The rear wheel was replaced on the device to fix the reported condition. The device has passed all testing. A follow-up report will be submitted if additional information becomes available.